Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Heads...keeps being disconnected from the brush - oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush heads kept being disconnected from the oral-b toothbrush. No injury was reported.

Event description:
Heads...keeps being disconnected from the brush - oral-b [device breakage]. Case narrative: consumer via social media stated that the oral-b toothbrush heads kept being disconnected from the oral-b toothbrush. No injury was reported. 15-aug-2024 case update from information initially received on 29-jul-2024: the concomitant product lot was 239a1b. No injury was reported.

Manufacturer narrative:
12-sep-2024 concomitant product investigation results: concomitant product return was received and evaluated. No failure could be identified, the product is according to specifications.